Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and non-guidant implantable transvenous defibrillation lead exhibited noise on the rate/sense and the shock electrogram which caused an 8 second pause in pacing. The shock and pacing impedance measurements are normal and consistent.